Event description:
The following info was reported to boston scientific corporation on february 05, 2008 through a legal representative for the pt: an endostat iii electrosurgical unit was used in a colonoscopy procedure on a male pt in 2004. According to the complainant, "the treating surgeon asked the nurse to adjust the endostat device, and the endostat created a jolt of electricity into the colon of the pt. The electric shock ... Perforated the colon ... Causing him to suffer respiratory arrest ... [Which] extended the [pt's] stay in the ICU ..." Reportedly, the pt underwent additional surgery to repair the colon perforation.

Manufacturer narrative:
The serial number is unk; therefore, the manufacture date cannot be determined. The device has not been returned. A device analysis is not available; therefore, the relationship between the device and the event is undetermined. The 2008 15-month hemostasis generator product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.